Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified number of samples are underfilling. Excessive bubbling was also noted. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 6 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. The customer samples along with 100 retention samples from bd inventory, were visually inspected with no issues observed. Additionally the 6 customer samples and 20 retain samples were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.